Manufacturer narrative:
Follow-up # 1 date of submission 06/02/2015 ¿ device evaluation:the pump has been returned and evaluated by product analysis on 05/19/2015 with the following findings: a review of the pump¿s black box history showed that power reboots had occurred. Visual inspection revealed that the battery compartment was cracked above and below the bumper pad. The returned battery cap threads were found to be stripped. The returned battery cap was unable to power up the pump. A test battery cap was used to complete all testing. The pump was exercised for 24 hours with no power interruptions occurring. The pump case was removed and no evidence of internal moisture or damage to the power circuit was found. Unrelated to the complaint, evaluation revealed that the display screen was discolored. Also unrelated to the complaint, evaluation revealed that the keypad cover was torn at the ok button. All keypad buttons responded appropriately to button presses. The keypad cover was removed and contamination was found under all key contacts.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged that the pump was losing power intermittently. It was noted that the battery compartment was cracked. Additionally, it was reported that the battery cap threads were stripped and the o-ring was missing. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.